Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further info derived from the eval will be submitted in a supplemental 3500a form. A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished good release criteria. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2007-00782 for the other medwatch. The same pt is represented in each medwatch.

Event description:
International customer reported an air and fluid leak at the connection of the reservoir and drain. No adverse patient consequences were reported.